Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of telemetry anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies.

Event description:
It was reported that prior to implant this device would not establish rf. This device was not implanted.